Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on the 7th day of indwelling, the foley catheter ruptured while an attempt was being made to remove it. The retained material was retrieved by a urologist. (6) catheter rupture question 1: please indicate when the malfunction occurred. (E.g., during pre testing, during indwelling, number hours or days after indwelling). Answer 1: during removal (on the 7th day of indwelling). Question 2: please provide details regarding the malfunction. Answer 2: the catheter ruptured while an attempt was being made to remove it. Question 3: was any material retained within the body? Answer 3: yes. Question 4: if material was retained within the body, what additional measures were taken? Answer 4: the retained material was retrieved by a urologist. Question 5: was there any possibility of the catheter coming into contact with other objects? If so, what were they? (E.g., pulled by the patient, contact with metal forcep or clamps, etc.) Answer 5: none. Question 6: please provide the lot number of the product in question. Answer 6: mylp3149 (it is believed that this is likely the correct lot number.)